Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection for this product is performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic forceps head could not be opened. Procedure details information is unknown. There was no harm to the patient. Additional information received clarified that the forceps head could not open while setting up prior to surgery. No further information can be expected.